Event description:
It was reported the helix was unable to be retracted. The lead had been inserted through the jugular vein and connected to an external pulse generator. The lead was implanted for approximately two months. When the physician tried to unscrew the lead, the helix failed to retract. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. It was noted the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, the outer insulation of the lead was extrinsically breached due to a cut, and the outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. It was further noted that the lead was returned with the helix fully extended. Helix was able to be extended and retracted.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.